Event description:
Additional information received reported that lead was involved in the reported event. The lead had migrated and the patient was no longer obtaining adequate coverage. An x-ray and multiple reprogramming attempts were made. The healthcare provider (hcp) reported they were awaiting revision of leads. The cause of the event was not determined and it was noted to either be unknown or not related to the device. The patient had not recovered and their symptoms/issue were still ongoing.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that patient had not been using the therapy from their implantable neurostimulator (ins) and had it turned off because the leads components had moved. The patient was to have hemorrhoid surgery on (B)(6) 2014. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).